Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator ac power loss. Patient involvement is unknown. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non medtronic service provider checked and found the reported problem. Then checked the fuse but fuse shorted after that he replaced the fuse and started the ventilator but once again fuse shorted, then he cross checked with working power supply and found machine working. Power supply was faulty and needs to be replaced.